Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient had a fall and it seemed like something went wrong with the bladder stimulator not working. The wire got hot and they turned it off. The return of symptoms started probably a year ago but they didn't recognize it as a problem. The issue got worse after the fall. Just recently they had a fall. The patient was redirected to their healthcare provider to further address the issue. Sent patient physician listings.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2l349); product type: 0200-lead; implant date (B)(6) 2022-06-20; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.